Manufacturer narrative:
Device evaluation: one smiths medical cadd accessory was returned for analysis. During analysis, the customer's reported complaint was verified. A visual inspection found that one of the pins inside the connector to the pump was broken off. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cord gets disconnected when the button is pressed on a smiths cadd accessories. There was no reported injury to the patient.